Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge (lc) error during a device follow up. Technical services (ts) noted that an error was triggered when the device was charging and took longer than twenty second (either during charging for a shock or during automatic capacitor reform). Ts noted that therapy was available but time to therapy may be prolonged. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.